Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer stated that he went to change the battery and the pump would not come back on. Customer had tried 2 batteries. Customer stated that the plastic where the battery connection is located looks like it is black. Customer's blood glucose level was 213 mg/dl. Customer was advised to monitor the pump. Customer does not have an additional battery to try at the time of the call. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised to call back if he receives the alarm again. No further assistance needed.